Manufacturer narrative:
H4: the lot was manufactured between november 7, 2023 ¿ november 9, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and white crystallized drug deposited at the connection between the blue winged luer cap and the white distal luer was observed which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is use-related to improper tightening after filling with drug solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white powder residue around the administration port of a small volume folfusor due to a leak of the drug contents. This was observed prior to patient use. The device contained 3900mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.